Event description:
A report was received that the patient was experiencing worsening of burning pain in the thighs that turned into numbness since implant. It was unknown if it was device related. The patient stated the stimulator was not put to cover pain in the thighs.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing worsening of burning pain in the thighs that turned into numbness since implant. It was unknown if it was device related. The patient stated the stimulator was not put to cover pain in the thighs.